Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. The customer cleared the occlusion alarm and ultimately performed a supply change to address the occlusion alarms. No damage was noted to the infusion set cannula in use during the occlusion alarms. The customer's blood glucose (bg) level was 500mg/dl. A correction bolus via the pump was delivered and a manual injection was administered to address the bg level; the customer's current bg was 90mg/dl. Tandem technical support educated the customer in regards to occlusion alarms. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.